Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a prolapsed anterior. An xtw clip was inserted and was advanced under the valve. However, while grasping, the clip became caught in the anterior leaflet and was unable to be removed. Troubleshooting was performed, but at this point, it was observed that both grippers were not functioning as intended. Troubleshooting was performed and the posterior gripper was able to function normally, but the anterior was still unable to raise. Although the clip remained attached to the anterior leaflet, the physician was able to deploy the clip on both leaflets, reducing mr to a grade of 2. No additional clips were implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be due to the reported entrapment of device (clip caught on anterior leaflet). However, a cause for the entrapment of device cannot be determined. The reported unexpected medical intervention was a result of case specific circumstance as the clip was deployed where it was caught. There is no indication of a product issue with respect to manufacture, design or labeling.